Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the pump eroded through the skin. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the pump was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H6 update: the previously applied device code c76126 and conclusion code 22 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was indicated that the pump had eroded multiple times, the first being 1.5 years after initial install. The date of event was unknown. When this occurred, the patient thought she had food poisoning, but it was because they were going through withdrawal due to their pump being empty. The patient believed it was at that point that their healthcare provider (hcp) moved the pump to the front and twice it was decided to come out. The pump was explanted on (B)(6) 2020. It was further noted that the patient thought their pump was replaced at some point, but the manufacturer¿s device registration indicates only one pump used. The patient didn¿t thing that information was accurate. The patient had a session report for a refill on (B)(6) 2020. The patient had adjustments made to medication both before and after that report including the patient having had baclofen added to pump after that report "for a little while" then the patient asked their healthcare provider to remove it. It was indicated that the patient also had a pacemaker and was never having issues regarding this device. The patient was to obtain a report from a company representative who reported what went wrong with the pump for help deciding if the patient was to have new pump implanted or not. The old drug in the pump was noted as having been fentanyl with concentration 500 mcg/ml at a dose rate of 359.40 mcg/day and hydromorphone with concentration 10 mg/ml at a dose rate of 7.188 mg/day.